Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer reported that she is a painter and the insulin pump was dropped in gallon bucket of paint. The customer reported that the insulin pump was exposed to paint and went blank. The customer reported high blood glucose levels of 14.4 mmol/l. Troubleshooting was not completed at the time of call. Product is not expected to return.